Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. The problem reported by the customer of system works for 5 to 10 minutes then has to be restarted. The fse determined the cause of the problem to be faulty interconnect cable. The fse replaced the interconnect cable and verified system functionality. The interconnect cable sends data, video and power between the workstation and the mainframe. A failure of this cable/connection would result in the system not functioning correctly. While troubleshooting replaced the power supply. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shut down without command of the operator and could not be recovered. There is no report of a patient injury or death associated with this event.